Manufacturer narrative:
Without the identity of the initial reporter of this event we were unable to determine if the initial reporter was included on the consignee list and/or had responded to the safety alert.